Event description:
The customer reported the device touchscreen would not calibrate. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was not responsive. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The device touchscreen was found to be unresponsive. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.